Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that there were pump speed drops while utilizing grounded power module patient cable on (B)(6) 2018. The patient had a short to shield and has since changed over to an ungrounded power module patient cable without further alarms. The patient was asymptomatic. No additional information was provided.